Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
Additional information: name: (B)(6) e-mail address: (B)(6) department: biomed occupation: biomedical engineer. It was reported that cardiosave intra-aortic balloon pump (iabp) broken fiber optic sensor. During pm a getinge field service engineer (fse) found a broken fiber optic sensor extension cable. Fse replaced the fiber optic sensor extension cable. There is no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit has a broken fiber optic sensor. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.